Event description:
The device was returned for the light flickering between light and dark during an unknown diagnostic procedure. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that there was no image and a b30 error message for scope communication was received. This medwatch is being submitted for the reportable issue of no image and the b30 error message received.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was no image and a b30 error message for scope communication was received. Video connector m-plug had failed. Other observations for the device are that there is a cut on distal end rubber coating (a-rubber) and bending section has multiple broken strands. Flickering of light was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction the initial medwatch. The aware date should be 16-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The event occurred during preparation for use in a diagnostic laparoscopic gastric procedure. There was no delay in the procedure or additional anesthesia was given to the patient. The device was switched out to continue the procedure with no further sequelae. Based on the results of the investigation, the cause of the reported event is likely due to a breakage of video connector board or, that the board was electrically damaged due to static electricity. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system- inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.